Event description:
Customer states that the patient was receiving antibiotics via a PICC line. The tegaderm chg dressing covered the insertion site. The catheter was secured with a stat-lock device. The tegaderm dressing had been in place for more than 24 hours and several dressing changes had been completed. The nurse alleges that the patient had developed "reddened skin which appeared excoriated and macerated with a blister and clear drainage" under the chg gel pad. Due to the skin condition, the catheter was removed and the use of the tegaderm dressing was discontinued. The outcome of the skin condition has healed and no further medical treatment was needed. Additional date: on (B)(6) 2010, the 3m first received information on the PICC line that was removed on (B)(6) 2010. The date that determined that this event was reportable was (B)(6) 2010, which was when 3m received the PICC line information. The 3m had diligently attempted to contact the practitioner and had finally received a response on (B)(6) 2010. It was previously reported, via the sales representative, that the patient had a skin irritation around the insertion site.

Manufacturer narrative:
Device or lot code not provided to manufacturer for evaluation. Complaint type will be monitored. The insert provides the following information regarding observation and when a dressing should be changed. Site care: the site should be observed daily for signs of infection or other complications. If infection is suspected, remove the dressing, inspect the site directly, and determine appropriate medical intervention. Infection may be signaled by fever, pain, redness, swelling, or unusual odor or discharge. Change the dressing as necessary, in accordance with facility protocol; dressing changes should occur at least every 7 days, per current cdc recommendations. Dressings changes may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised.